Event description:
During a treatment with juvederm ultra, the needle disengaged, product spilled. There was no injury to the patient, however, the nurse injector stuck her left thumb with the needle. The spa owner reports this, stating the nurse flushed her left thumb with a running water rinse and betadine solution was applied afterward. Neither the patient nor the nurse injector are high risk for hiv or hepatitis, however, the nurse injector will be tested for hepatitis a, b, and c, and hiv. A vaccination for hepatitis b was given as well as tetanus toxoid. The nurse injector will be followed by the spa's company physician. Results of the tests will be updated to allergan by the owner of the spa when available.

Manufacturer narrative:
Medwatch sent to FDA on 06/30/2008. The analysis of the returned devices or the documentary researches in the batch files done in the past did not give any complementary elements to help understanding the problem. They showed that all the manufacturing steps and controls were registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no nonconformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). We did not perform then any specific investigation for this case beyond recording them in our files.